Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was getting very hot for approximately the 7 days. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 28th october 2023, and section h11 should be reported as: the manufacturer previously received information alleging the dream station 2 advanced auto CPAP unit was getting very hot for approximately the 7 days. There was no report of patient harm or injury. The device was returned to the third-party service center and observed the led pca intensity low illumination. The customer complaint was reproduced. There were 1 error codes have been identified. In box g: date received by mfg (rfb) has been updated. In box h: device problem code, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.